Event description:
It was reported that the patient was feeling symptomatic as the patient was being atrially paced but had an atrial rhythm. It was also reported that the atrial lead had low p wave measurements and a slight increase in threshold measurements. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).